Event description:
Asr revision reported via sales rep; asr xl; unknown hip side; dr. Sydney's pt had an asr cup and was experiencing pain. Dr. Sydney decided to exchange the asr cup to a pinnacle cup, poly liner and ceramic head. He left the well fixed corail in place.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. 1818910-2014-30741 is a duplicate report of 1818910-2013-02948. 1818910-2014-30741 will be rejected. 1818910-2013-02948 will be kept for investigation purposes.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).